Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15-oct-2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and device migration.

Event description:
Patient reported having had left side rupture, pain and device migration. Healthcare professional also reported left side rupture. Device remains implanted.